Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that he was using an axsos ts large frag plate with the inserts and struggled to get them into the plate. He ended up using a different solution. There was no adverse patient event. Update 12/12/2017 new information received. The surgeon reported that he undertook a periprosthetic fracture fixation in a very frail and elderly lady which the initial x rays were suggestive of possible stable implant and the decision was made to fix this with a plate construct rather than revising the total hip replacement as she was very frail. When the fracture was opened, it was indeed rather more comminuted than the original imaging had suggested and there was a very obvious need for a cable plate construct at the very least. Therefore, he cabled the proximal femur with dall miles cables and applied the axsos 2 plate to the femur, precontoured it and then before siting any screws, he sited the relevant locking guides into the plate. However, the customer only had six locking guides in the whole of the department. As the surgeon sited the locking screws into the distal aspect of the femur, the locking inserts, although they had clicked in to the holes, simply backed out, converting the locking plate into a non-locking construct. This happened repeatedly. The surgeon tried with a different axsos 2 plate and once again this happened with the second plate. The reason he used the axsos 2 plate initially was so he could use the stainless steel inserts to allow him to cable over the top of the plate onto the femur once the plate was applied. The surgeon further reported that at this stage it was apparent that this construct was not going to work and he had already drilled a number of drill holes through the femur, creating further stress risers. The surgeon reported that his only option at this point was to use an axsos 3 distal femoral locking plate turned upside down. This titanium plate was not able to be contoured to the bone, therefore stood off the bone, particularly posteriorly at the greater trochanter. Also, as the surgeon was changing to a titanium plate, he had to change the stainless steel cables to vitallium cables adding time to the operation. The distal femoral plate construct was applied but the inability to angle any of the locking screws past the implant provided very poor proximal fixation. Two failed attempts to implant axsos 2 plates which had to be removed during the case. Stress risers, reduced proximal fixation. As a result, the procedure lasted four and a half hours.

Manufacturer narrative:
The reported ¿locking screw axsos 5.0mm / l40mm¿ is concomitant and did not contribute to the ¿no-locking of the inserts¿ into the plates, event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The surgeon reported that he was using an axsos ts large frag plate with the inserts and struggled to get them into the plate. He ended up using a different solution. There was no adverse patient event. Update 12/12/2017 new information received. The surgeon reported that he undertook a periprosthetic fracture fixation in a very frail and elderly lady which the initial x rays were suggestive of possible stable implant and the decision was made to fix this with a plate construct rather than revising the total hip replacement as she was very frail. When the fracture was opened, it was indeed rather more comminuted than the original imaging had suggested and there was a very obvious need for a cable plate construct at the very least. Therefore, he cabled the proximal femur with dall miles cables and applied the axsos 2 plate to the femur, precontoured it and then before siting any screws, he sited the relevant locking guides into the plate. However, the customer only had six locking guides in the whole of the department. As the surgeon sited the locking screws into the distal aspect of the femur, the locking inserts, although they had clicked in to the holes, simply backed out, converting the locking plate into a non-locking construct. This happened repeatedly. The surgeon tried with a different axsos 2 plate and once again this happened with the second plate. The reason he used the axsos 2 plate initially was so he could use the stainless steel inserts to allow him to cable over the top of the plate onto the femur once the plate was applied. The surgeon further reported that at this stage it was apparent that this construct was not going to work and he had already drilled a number of drill holes through the femur, creating further stress risers. The surgeon reported that his only option at this point was to use an axsos 3 distal femoral locking plate turned upside down. This titanium plate was not able to be contoured to the bone, therefore stood off the bone, particularly posteriorly at the greater trochanter. Also, as the surgeon was changing to a titanium plate, he had to change the stainless steel cables to vitallium cables adding time to the operation. The distal femoral plate construct was applied but the inability to angle any of the locking screws past the implant provided very poor proximal fixation. Two failed attempts to implant axsos 2 plates which had to be removed during the case. Stress risers, reduced proximal fixation. As a result, the procedure lasted four and a half hours.